Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. H3 other text : placeholder.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3maxc) and a penumbra system red 68 reperfusion catheter (red68). During the procedure, the physician used a 3maxc to advance a red68 to the target location. While attempting to remove the 3maxc to initiate aspiration with the red68, the physician experienced resistance and broke the distal end of the 3maxc into two separate pieces. Therefore, the red68 was removed containing the broken pieces of the 3maxc. The procedure was completed using a penumbra system red 43 reperfusion catheter (red43) and the same red68. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was discarded and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.